Event description:
In 2008, the patient reported that while taking a strenuous walk a day before, he began to feel "out of it" and he passed out. The paramedics were called and he was taken to the emergency room at 8 pm. He was released at 12 am in the following day. He stated that his blood glucose lowered to 33 mg/dl. His normal blood glucose level is 120 mg/dl. He stated that his physician insisted the infusion device over delivered insulin. The patient does not believe the infusion device over delivered insulin because the cartridge showed a volume of 260 units and he stated he primed 15-20 units of insulin when he changed the infusion tubing a day before the incident. He stated that he used 40 units of insulin on the incident's day, and this was correctly listed in the memory of the infusion device. He stated that he saw moisture in the cartridge compartment of the infusion device that smelled like insulin. The infusion device was replaced and requested to be returned for evaluation.